Event description:
The device evaluation noted a damaged upstream occlusion sensor. There was no patient involvement, the event occurred during testing.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing was able to note a damaged upstream occlusion sensor. The sensor was replaced and the device then passed all testing criteria. The service history review had no indication that the complaint was related to a service of the device within the review period.